Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified symptoms and sickness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year old hispanic female patient underwent breast prosthesis implantation surgery with a (left) 425cc mentor memorygel breast implant and a (right) unspecified mentor gel implant and suffered unspecified horrible symptoms and sickness, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022. During the surgery, it was discovered that the left breast implant had ruptured. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that it was erroneously indicated in the initial report sent on (B)(6) 2022, that the patient only had a left breast implant rupture. However, it was reported that the patient experienced bilateral breast implant ruptures. This medwatch form is for the right breast prosthesis. Section b. 1. Is product problem was selected and section h 6. Medical device problem code, code a0412 (material rupture) was added.